Event description:
The pump stalled following a magnetic resonance imaging. The pump was not checked on the day of the imaging. The stall occurred in 2009 and recovered four days later. A tube set message was noted two days after the stall. The pt felt on interruption in therapy. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.